Event description:
The customer reported having low blood glucose of 49 mg/dl and paramedics were called to her house. The customer stated that they treated her with a manual injection. The customer's recent glucose reading was 124 mg/dl on the paramedics' meter. Troubleshooting was performed. The caller stated that the reservoir is showing the same amount of insulin that the status screen shows. Advised the customer to call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.